Event description:
It was reported that the patient had a monarc sling implanted with concomitant a/p repair and endometrial ablation on (B)(6) 2013. The patient was a (B)(6), in good health, and all procedures went well. The patient presented with leg pain a short time after and was given 2 gm of ancef. The following week, the patient presented with vaginosis, a "white count of 40", and an abscess of the right thigh. A procedure was performed to remove the sling and drain the abscess. The patient was in the hospital, but seemed to be doing well.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.